Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive connections were evaluated and reseated. The cine hard disk drive was also reformatted during the service event. The cine bridge pcb was also reseated and re-connected. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No pt serious injury or death was reported related to this event.